Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps. Tandem customer technical support educated the customer to follow the proper air removal steps. Customer would change the cartridge only and ultimately reverted to an alternate method of insulin delivery to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.